Event description:
Angiogram revealed chronic stenosis/occlusion of the right pda and circumflex grafts. The pt underwent reoperation and no additional info was received, including if the connectors remain implanted.